Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils has migrated') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experience one more pregnancy episode with essure which is captured under case:(B)(4). Patient states the doctor had difficulty placing left essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils has migrated') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experience one more pregnancy episode with essure which is captured under case:2021-115573. Patient states the doctor had difficulty placing left essure quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-mar-2021: mr received. Reporter's information added.medical history were added. Rcc added.event:essure removal were updated to one of the coils has migrated.new event: pregnancy with essure and device ineffective were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 28-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.